Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 24 with fault ID 0x2219, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed pump was in warranty, provided storage mode instructions, arranged return of problematic pump within 10 days using prepaid materials, advised customer to reprogram pump settings and reconnect cgm, and sent replacement pump to customer without requiring delivery signature.